Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This usm was returned for failure analysis (fa), and the reported 319 error was confirmed in logs and replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and failed the node check. The failure showed error 319 with node ac_2e not present. The parallelogram fiber cable was replaced first, but the error persisted. The acs board was then replaced, and the system passed. Based on these findings, fa identifies the acs board as the root cause of the reported problem.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer contacted technical support about an error 26020 followed by nonrecoverable 319 errors associated with node ac 2e. Technical support had the customer power the system off and restart it multiple times, including shutdown via the user interface, a normal power cycle, and use of the emergency power off, but the errors did not clear and continued to recur. During troubleshooting, it was also confirmed that there were no obstructions on arm 2. The customer reported event has no report of patient injury.